Event description:
Customer called to report a clear fluid leak of approximately 30 milliliters from underneath the coulter lh750 hematology analyzer. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing personal protective equipment (ppe) and gloves without face protection at the time of the incident; the operator was not affected or harmed by the leak. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) inspected the instrument and found that the tubing had popped off of the blood sampling valve (bsv), resulting in a diluent leak. The fse replaced the worn tubing running from bsv11 to the blood detector and verified the repair per established procedures. The results met published performance specifications. The root cause of the leak is attributed to the worn tubing that popped off at bsv11.

Manufacturer narrative:
(B)(4).